Event description:
It was reported during remote follow up that patient presented with fatigue, dizziness, and bradycardia. Interrogation revealed that the right ventricular lead exhibited loss of capture. Diagnostic imaging showed the lead had dislodged. The lead was successfully repositioned on (B)(6) 2022. The patient was stable following procedure.